Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. Additional information received indicates that the local area representative reached out to technical services (ts) for review and to program the pacemaker for magnetic resonance imaging (MRI). Upon review, it was determined that this device was programmed to right ventricular (rv) unipolar mode. High capture thresholds and a gradual rise in unipolar pace were observed. Also, myopotential noise oversensing and pacing inhibition greater than 2 seconds were noted. It was recommended to program back to bipolar mode. The MRI was not performed and the plan is continuing to be monitored. Currently, this product remains in service and no additional adverse patient effects were reported.